Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 18gax1.16in prn ec slm npvc catheter was defective/damaged on (B)(6) 2024, the patient punctured the needle cannula in preparation for a CT enhancement examination, and prior to the examination, 5 ml of saline was injected to test the line for patency, and the swollen and deformed needle cannula line was found to be discontinued and the needle cannula was withdrawn immediately.

Manufacturer narrative:
1. The customer returned 1 photo, no defective sample. The photo shows that the sample's gauge is 18ga, and the extension tubing has been dilated and deformed. 2. DHR/bhr review lot#3353655 1-this batch of products were assembled at intima ii auto line 4 in january 2024 and packaged at cfs package line in january 2024. Work order quantity was (B)(4). 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. Functional test (45psi leakage test) is conducted on the retained sample of this batch. The leakage test is passed, and no abnormality is found at the extension tubing. Please refer to the attached test report. 4. The extension tubing may dilate and deform after it is subjected to high-pressure injection. 5. This product (sku 383055) has never been declared to be used for high-pressure injection. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The returned photo shows dilatation and deformation of the extension tubing, and the root cause of the defect cannot be determined because the product has never been declared to be used for high-pressure injection and the usage of the sample is unknown.

Event description:
1)was there any damage to the catheter or the extension tubing? -extension pipe expansion and deformation 2)was there any damage to the device was seen before use? -the defective samples have been processed by the hospital and cannot be confirmed 3)does the catheter/hose was inflated or extension tube deformed and inflated? -cannot be confirmed 4)kindly provide physical/picture/video sample if available. -photo available only 5)what was the pressure setting on the powered injector used? -300psi 6)does the damage was caused as a result of the high-pressure injection? -no 7)was the high-pressure syringe used? -normal pressure injection 8)was there any patient harm? -no, but the second puncture increases the patient's pain.